Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the or for lead replacement. Via x-ray, externalized conductors were observed. Variation in pacing impedance and capture threshold measurements were noted. The lead was capped and replaced.